Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and verified the reported blood back event. The stm found that blood had made its way into the cable from the pneumatic interface module (pim) to the backplane board. To resolve the issue, the stm replaced the pim and the cable to backplane. The stm performed all diagnostic tests, and the iabp passed all safety and functional tests to factory specifications. In addition, the sales representative and the stm met with the customer to investigate and discuss the blood back event. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) burst on the cardiosave intra-aortic balloon pump (iabp) which resulted in blood in the catheter tubing and the customer suspected that the blood may have may have made its way into the iabp. The original balloon was discarded and when the customer inserted the new balloon, blood was pushed into the new balloon coming from the iabp. Because of this no pressure was detected and the iabp generated "internal communication error". A high-pitched alarm was also generated after the "internal communication error." The iabp was replaced with another and a new iab was inserted. There was no adverse event or patient injury reported.